Manufacturer narrative:
(B)(4). Visual receipt analysis: 9/2/2016 - received the following: one used 46106-91, transpac IV monitoring kit, suspect lot# 3226902, one new 46106-91, transpac IV monitoring kit, lot# 3281591, one new 46106-91, transpac IV monitoring kit, lot# 3226902. The pressure tubing was confirmed to be cracked at the luer connected to the stopcock. Tubing remained in the tubing pocket. Functional testing: unit was visually examined. Tubing was still observed to be bonded inside the male luer. Both of the new unopened sets pressure tubing was twist and pull tested to 8 lbf and no failures were observed. Final analysis summary: the reported complaint of pressure tubing broke above the squeeze flush was confirmed. ICU through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint received regarding with one 46106-91, transpac IV monitoring kit, suspect lot# unknown. The pressure tubing broke at the pressure tubing/male luer connection. The male luer is connected to the 3-way stopcock below the squeeze flush. No adverse patient consequences were reported.

Manufacturer narrative:
Suspect lot# review: a review of suspect lot# 3226902 showed that (B)(4) units were manufactured, tested, inspected and released in april of 2016 citing no anomalies. A review of suspect lot# 3281591 showed that (B)(4) units were manufactured, tested, inspected and released in july of 2016 citing no anomalies. Not received.

Event description:
Complaint received regarding with one 46106-91, transpac IV monitoring kit, suspect lot# unknown. The pressure tubing broke at the pressure tubing/male luer connection. The male luer is connected to the 3-way stopcock below the squeeze flush. No adverse patient consequences were reported.